Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center regarding an erroneous depressed carbon dioxide, concentrated (co2_c) patient sample results obtained on an atellica ch 930 analyzer. Service operations support (sos) team (formerly headquarter support center (hsc)) concluded the investigation of the event. Sos reviewed the instrument data and found the erroneous depressed result was from a particular reagent pack. Quality control (qc) was out of lab ranges. The customer used a new reagent pack and both qc and patient sample results were acceptable. Sos concluded the cause of the event is consistent with a damaged seal, that was not apparent and allowed exposure to carbon dioxide. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported erroneous depressed carbon dioxide, concentrated (co2_c) patient sample results were obtained on an atellica ch 930 analyzer. It is unknown if the erroneous results were reported to the physician(s). The same samples were reprocessed on an alternate atellica ch 930 analyzer. The higher reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous depressed carbon dioxide, concentrated (co2_c) results.